Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the unspecified therapeutic procedure there was poor connection and no display on the video system center. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (1) occurred due to poor contact caused by adhesion of the liquid to inside of the video connector receptacle. Also, it was likely that due to impact of occurrence of the phenomenon (1) during the procedure, phenomenon (3) occurred. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: [6.3 connection of an endoscope]: make sure that the video connector and its electrical contacts are completely dry before connecting. When the video connector and its electrical contacts are wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor field performance for this device.